Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8358943. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had a hole in the catheter. This was discovered during use. The following information was provided by the initial reporter: the patient indwelled the needle in the vein, after seeing the blood returning, delivery tube has resistance. After the pulling out, it is found that the puncture needle has a gap of about 2 mm in length on the place of about 5 mm from the needle tip. Remove the indwelling needle and use the new indwelling needle to replacement. Sales representative feedback: after passing through the emergency department general nurse, I learned that ¿the needle was found to have a gap of about 2 mm from the tip of the needle about 5 mm from the tip of the needle.¿ this is actually the new nurse who does not understand the needle tip side hole design of our indwelling needle. After the needle core was withdrawn, it was mistakenly thought that "the needle was found to have a gap of about 2 mm from the tip of the needle about 5 mm from the tip of the needle." Finally, an adverse event was reported. Now the problem has been solved.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had a hole in the catheter. This was discovered during use. The following information was provided by the initial reporter: the patient indwelled the needle in the vein, after seeing the blood returning, delivery tube has resistance. After the pulling out, it is found that the puncture needle has a gap of about 2 mm in length on the place of about 5 mm from the needle tip. Remove the indwelling needle and use the new indwelling needle to replacement. Sales representative feedback: after passing through the emergency department general nurse, I learned that ¿the needle was found to have a gap of about 2 mm from the tip of the needle about 5 mm from the tip of the needle.¿ this is actually the new nurse who does not understand the needle tip side hole design of our indwelling needle. After the needle core was withdrawn, it was mistakenly thought that "the needle was found to have a gap of about 2 mm from the tip of the needle about 5 mm from the tip of the needle." Finally, an adverse event was reported. Now the problem has been solved.